Event description:
It was reported that the ilet user experienced a low blood glucose of 53 mg/dl without symptoms, self-treated with oral carbohydrates, and subsequently experienced hyperglycemia to 220 mg/dl without symptoms. The event was attributed to overtreatment of hypoglycemia, and the user received education on the 15-15 rule. Symptoms included hypoglycemia and hyperglycemia without reported clinical manifestations. Outcomes included serious injury requiring unexpected medical intervention in the form of carbohydrate administration. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem characterized as overtreatment of hypoglycemia, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.